Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for event. On an unreported date the patient began treatment for the peritonitis with vancomycin, 2 grams/5 days and gentamicin, 20 mg/day (routes were not reported). The outcome of the peritonitis was unknown. No further detail was provided regarding whether pd therapy was ongoing. No additional information is available.